Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will returned for the analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error due to moisture damaged electronic assembly on electrical board.